Event description:
The report received from the affiliate indicated that there was during pci of a 90% occluded lesion in the rca with mild calcification and moderate tortuosity, there was difficulty engaging a brite tip guiding catheter to the target vessel and it was removed from the patient. When he handled the distal end of the catheter to flush again, he saw that something sloughed off from the distal end of the catheter and went into the catheter. The physician was not sure what it was. The physician stopped using it and used another guiding catheter instead. The procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The size and brand of guidewire used in the procedure are unknown. The brand of contrast used in the procedure is also unknown. It was not indicated if there was resistance/friction while advancing the catheter on the wire. There was no excessive force used to remove the guiding catheter from the patient or from the wire. The physician thought that something attached on the distal end of the catheter dislodged into the guiding catheter.

Manufacturer narrative:
During a percutaneous coronary intervention (pci) there was difficulty engaging a brite-tip guiding catheter to the target vessel and it was removed from the patient. Upon handling the catheter at the distal end to flush, it was noted that ¿something sloughed off and went into the catheter¿. The physician was unsure what ¿sloughed¿ into the catheter. Another guide catheter was used to successfully complete the procedure. There was no reported patient injury. The procedure was pci of a 90% occlusion of the right coronary artery. Vessel characteristics were mild calcification and moderate tortuosity. There were no kinks or other damages noted prior to use of the catheter in the patient. No anomalies were noted during the initial preparation of the device. No information was provided on the guidewire or type of contrast used during the procedure. It is unknown if resistance/friction occurred while advancing the catheter over the wire but no excessive force was used to remove the catheter from the wire and out of the patient. The physician thought that ¿something attached on the distal end of the catheter and dislodged into the guiding catheter¿. One non sterile unit of vista brite tip 7f .078 was received coiled in plastic bag. Blood residues were found on catheter body and on catheter tip. The shape of the catheter looks in good condition, however the catheter tip was found compressed in a 0.2cm. The cause of compress condition found on the catheter tip could not be conclusively determined during the analysis. No other issues were found. The catheter's inner lumen was thoroughly inspected using a borescope device in order to confirm any type of damages/delaminating conditions and no anomalies were found. The catheter shape comparison against the shape master was performed, finding the catheter shape within the tolerance zone. The catheter od and ID were measured near to catheter tip compressed condition and results were found within specification. Controls are in place to detect such nonconformities. The forming parameters, shape master and the forming wire used to manufacture this catalog number were reviewed, and they were correct. The torque results were reviewed and no anomalies were found. A review of the manufacturing documentation associated with lot 16033897 revealed no anomalies during the manufacturing and inspection processes. The produced catheters are inspected 100% before leaving the facility. The reported complaints ¿coating ¿ delaminated¿ and ¿catheter-body shaft ¿ cannulation difficulty¿ were not confirmed by analysis. The inspection of the inner lumen on analysis did not present any delaminated condition and the catheter shape was found within specification, however the catheter tip was found compressed during analysis. Based on the information available for review, vessel characteristics (90% occlusion of the rca) and manipulation of the catheter through the vessel may have contributed to the difficulties experienced by the customer. Additionally, the event description notes no kinks or other damages were present prior to use. The compressed condition of the catheter may have occurred during handling/shipping of the device for product return. Neither the information available for review, DHR, nor the analysis suggests that the reported complaint is related to the manufacturing process of the device. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.